Manufacturer narrative:
H.6. Investigation summary the scope of issue is only limited to part # 649225b4 and serial # (B)(6). Customer reported complaint on an lsrfortessa 5b/3r/3v 3 laser- 649225b4 that the dcm pump was silent and the customer may have been exposed to blood or bodily fluids. There are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 020. There are two complaints related to this issue; #1281958 and this one, #1399628. Date range from (B)(6) 2019 to date (B)(6) 2020. Review of DHR part #649225b4 serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. The investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, the root cause of the issue was due to a faulty pressure switch, part #349532. The switch activates the dcm (droplet containment module) pump to vacuum waste from the sit (sample injection tube). If the pump is not engaged, the sample fluid will remain in the sit and will leak from the probe. The fse (field service engineer) replaced the faulty switched and fixed the issue. The customer was not wearing any ppe (personal protective equipment) during the leak exposure but the adverse questions in task #1627965 confirms that there was no danger or harm. The customer was not in contact nor was there any medical attention given for the exposure. After the repair, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that leakage of biohazard waste occurred and customer was exposed with a bd lsrfortessa¿ 5b/3r/3v 3 laser. The following information was provided by the initial reporter: the sample probe is dripping and the dcm pump is completely silent. Both the switch and the pump have been replaced a few months ago. Additionally, on (B)(6) 2020 the fse provided the following additional information: 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that leaked? Bd sheath fluid 4. What is the source of inleak -- waste line or non-waste line? None waste line, however could contain sample as dripping from sample probe 5. Was the customer exposed to blood or bodily fluids? Yes possible 6. Was there any physical harm to the customer as a result of the leak? No additionally, on 2020-06-16 the following additional information was received: exposure to blood / bodily fluids from no to yes exposure to blood / bodily fluids details if customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin) skin possibly record specifics about what was exposed. Was personal protective equipment (ppe) being worn? No was biohazard fluid mixed with bleach? No was there any physical harm/injury or impact to patient samples due to leak? No if customer was harmed/injured, provide details - how and to what extent? Not harmed/injured if there was patient harm, what is the current medical status? Not harmed/injured

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-01-22 was initial date of awareness, however, new information received from customer on 2020-06-16 has made this complaint reportable. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage of biohazard waste occurred and customer was exposed with a bd lsrfortessa¿ 5b/3r/3v 3 laser. The following information was provided by the initial reporter: the sample probe is dripping and the dcm pump is completely silent. Both the switch and the pump have been replaced a few months ago. Additionally, on 2020-02-25 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Bd sheath fluid. What is the source of inleak waste line or non-waste line? None waste line, however could contain sample as dripping from sample probe was the customer exposed to blood or bodily fluids? Yes possible was there any physical harm to the customer as a result of the leak? No additionally, on 2020-06-16 the following additional information was received: exposure to blood / bodily fluids from no to yes. Exposure to blood / bodily fluids details. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin) skin possibly record specifics about what was exposed. Was personal protective equipment (ppe) being worn? No. Was biohazard fluid mixed with bleach? No. Was there any physical harm/injury or impact to patient samples due to leak? No. If customer was harmed/injured, provide details - how and to what extent? Not harmed/injured . If there was patient harm, what is the current medical status? Not harmed/injured.